Manufacturer narrative:
The complaint of premature battery depletion and failure to interrogate was confirmed. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital due to atrial fibrillation. Upon review, it was noted that the physician was unable to interrogate the pacemaker. It was confirmed that the voltage had dropped dramatically and premature depletion was observed. Also, pacemaker would not pace during contact with magnet. The device was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.